Event description:
It was reported that this lead was an attempted implant. During the procedure, after placing the lead, there was difficulty extending the helix and after approximately 30 rotations it stopped extending. Lead impedance was subsequently tested and was greater than 3,000 ohms. The lead was exchanged, and the procedure was completed without adverse effects. The lead is expected to be returned.